Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was to be used to treat a 1.5 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient had jaundice and the patient's anatomy was not tight. According to the complainant, during the procedure, when the delivery system was being removed, it was noted that the stent had not fully expanded and no bile was flowing. The physician dilated the stent using a hurricane dilatation balloon up to 8 mm, but still no bile flow noted. The physician removed the stent using a snare, then bile was noted to be flowing through the stricture and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex stent delivery system was returned for evaluation; the stent was not returned. Visual evaluation of the returned device found that the stainless steel tube was not actuated beyond its reconstrainment limit. The gas ramp was found to be lifted and a misalignment between the inner shaft and the outer sheath was observed which are result of the use of the device. No issues were noted with the device. The noted issues to the returned device were likely due to anatomical or procedural factors encountered during the procedure, such as stent placement in a very tight stricture, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was to be used to treat a 1.5 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient had jaundice and the patient's anatomy was not tight. According to the complainant, during the procedure, when the delivery system was being removed, it was noted that the stent had not fully expanded and no bile was flowing. The physician dilated the stent using a hurricane dilatation balloon up to 8mm, but still no bile flow noted. The physician removed the stent using a snare, then bile was noted to be flowing through the stricture and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.